Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to table, c-arm or controls and touch screen was blank. It was found that circuit braker was off in the technical room. Customer managed to reset circuit braker and system started but still no table and c-arm movements. Review of the system log file showed that the acquisition, collimation and geometry errors at starting. Multiple software units running on the host pc cannot connect to their hardware devices. Upon troubleshooting, fse found that 24v power supply in power distribution unit (pdu) fan tray were failed. Fse replaced the power distribution unit (pdu) fan tray and direct current power supply (dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a fuse tripped in the equipment room. There was no report of harm. Philips has started an investigation of this complaint.